Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. A health care professional (hcp) contacted boston scientific technical services (ts) with questions about mode switches. Ts discussed the mode switches and device function. The cause of the syncope was unable to be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.